Event description:
It was reported that the pcu had system error 255-16-275 during use. The clinician was unable to troubleshoot the issue nor silence the alarm and had to replace both pcu and pca module. Morphine was infusing through pca module at the time of the event. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pcu had system error 255-16-275 during use. The clinician was unable to troubleshoot the issue nor silence the alarm and had to replace both pcu and pca module. Morphine was infusing through pca module at the time of the event. There was patient involvement but no harm.